Event description:
Procedure: appendectomy. According to the reporter: after firing, releasing device could not be done and the jaws would not open. Additional resection of tissue was done to remove the device, and the procedure was converted to open surgery. Surgery time extension was reported as more than minutes.

Manufacturer narrative:
Tracking number: (B)(4) . Initial report sent to FDA on (B)(6) 2010.